Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a french patient developed a skin irritation. The irritation was described as an itchy spot on the patient's back and stomach. Field services believes the irritation was a reaction to the equipment. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. Field services reported the patient's doctor would treat the irritation. The medical outcome is unknown.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(6) has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node (dn) and ECG "b". The root cause for the open wire was excessive force. No adverse events occurred from the defective belt. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a french patient was experiencing check therapy electrode messages. A us distributor contacted zoll to report that a french patient developed a skin irritation. The irritation was described as an itchy spot on the patient's back and stomach. Field services believes the irritation was a reaction to the equipment. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. Field services reported the patient's doctor would treat the irritation. The medical outcome is unknown.

Event description:
A us distributor contacted zoll to report that a french patient developed a skin irritation. The irritation was described as an itchy spot on the patient's back and stomach. Field services believes the irritation was a reaction to the equipment. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. Field services reported the patient's doctor would treat the irritation. The medical outcome is unknown. Supplemental report 9/9/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.